Event description:
The customer reported to olympus, the sheath of the conical seal next to the stiffness lever of the evis exera ii ultrasound gastrovideoscope was torn. Upon inspection of the customer¿s returned device it was observed, the distal end of the device was missing glue around the forceps elevator cover. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction, the following evaluation findings were observed: surface damage was noted on the pink probe, the bending section cover glue was peeling, the insertion tube protector boot was cut, and the control body guide pope joint was loose. The device has been serviced and returned to the user facility. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the missing glue around the distal end of the device likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.